Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's lead was unusable due to fracture. This was confirmed via x-ray. The physician elected to keep the l4 implanted and inactive. The patient received a lead at l3 instead. Patient has functioning therapy again.